Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Customer reported that the tip of a perforator for distal screws broken during the intervention of reduction of a femur fracture. The patient asks if it is possible to perform an MRI, as that the tip of the perforator has been left in situ. Tip of the perforator left in the body of the patient.

Event description:
Customer reported that the tip of a perforator for distal screws broken during the intervention of reduction of a femur fracture. The patient asks if it is possible to perform an MRI, as that the tip of the perforator has been left in situ. Tip of the perforator left in the body of the patient.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.